Event description:
It was reported that the device alarms cassette not attached properly. The event occurred during testing. There was no patient involvement or harm.

Manufacturer narrative:
One device was received for evaluation. Customer reported complaint of ¿¿ device alarms cassette not attached properly¿¿ confirmed by performing visual and functional testing but could not replicate the alarm. Visual and functional testing was performed. Upon further investigation, found dso sensor is defective. Replaced dso sensor. Review of service history found no service within the last 12 months. Review of event log found '' cassette not properly attached'' occurred. All functional test of the device passed after repaired.